Event description:
It was reported the valve was implanted with difficulty. Intraoperatively the surgeon observed insufficiency in the patient's left ventricle. The valve was removed and one leaflet was missing from the orifice. A smaller valve was implanted. Postoperatively follow-up exams were performed, one of which revealed a foreign body in the patient. The patient underwent surgery to remove the foreign body which was identified as the dislodged valve leaflet. Additional information has been requested.